Event description:
Fever and chills started on monday. Took a pcr test from (B)(6) on monday too. The results came back on (B)(6) 2022 as negative. But the rapid antigen test from acon flowflex2 rapid test came says I'm positive. FDA safety report ID # (B)(4).